Event description:
The customer reported the system displayed a communication fail error message. This type of error is likely to result in a no boot, system lockup, or shut down situation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.